Event description:
It was reported that the device alarmed due to high pacing impedance in the right ventricular (rv) lead. The physician plans to replace the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, an out of threshold subthreshold lead impedance alert occurred on (B)(6) 2014. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Analyst commented, maximum ventricular pace impedance rises from 912 ohm the week ending (B)(6) 2013 to greater than 3000 ohm the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).